Event description:
Caller reported that their pump screen was non-functional and wouldn¿t turn on. Blood glucose levels remained between 54-500mg/dl, indicating no adverse impact on the customer¿s blood glucose level beyond the specified range. Technical support arranged for pump replacement, confirmed details, and instructed the customer to use multiple daily injections as a backup therapy while ensuring the problematic pump is returned following proper procedures.